Manufacturer narrative:
This lead was discarded by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead pacing impedance and threshold measurements were increased. It was determined the lead had dislodged due to suspected twiddler's syndrome. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.